Manufacturer narrative:
H.6. Investigation conclusions: added code d12. According to the gore® excluder®  aaa endoprosthesis instructions for use (IFU), a potential adverse event that may occur is component migration.

Event description:
On (B)(6) 2011, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2023, the patient underwent reintervention to treat suspected migration of the proximal trunk, as imaging showed placement to be 4cm distal to the lowest renal artery; additionally, the physician reports some erosion or degradation of the superior aortic neck. The amount of migration was not known as the physician did not know where the trunk had been originally landed. Two gore® excluder® aortic extenders were implanted to extend coverage back up to the renal arteries. The physician reports no endoleak was seen and there did not appear to be any enlargement of the aneurysm in his opinion. The patient tolerated the procedure.

Manufacturer narrative:
Patient medical history includes but is not limited to: diabetes type ii, hypertension, coronary artery disease, cabbage x3, tobacco, hyperlipidemia, hypomagnesaemia. Concomitant medical products: patient medications include but are not limited to: nitroglycerin, albuterol, advair, spiriva, glugoflage, zetia, crestor, cozaar, lopressor, norvask, flonaze, flomax, vitamin d. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.